Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo. Dilator was introduced into the sheath, no obstruction was found. Device was connected to a syringe with water in order to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A device history record evaluation was performed and no internal action was found during the review. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 07-sep-2021, noted a correction to the 3500a initial under the "g3. Date received by manufacturer" field. It was originally reported as 15-aug-2021. It should have been 14-aug-2021.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve came off when the dilator was inserted and fell off within 30 minutes after the sterilization opening. The valve was broken and detached. The sheath was replaced and the event resolved. The procedure was successfully completed. There was no patient consequence reported. Additional information was received on the event. To be more specific on what section malfunctioned there was valve dislodgment. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. After the dislodgment the sheath was changed. Therefore, the sheath was not used on the patient. No blood return was observed. The event was assessed as a MDR reportable hemostatic valve separation issue occurred.